Event description:
The complainant alleged that during a routine shift check by a clinician the unit inappropriately powered down. The complainant indicated there was no pt involvement with this reported event.